Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Visual observations revealed that the needle was broken and the silicon sleeve was remaining in place. According with the visual inspection results, this complaint can be confirmed. The failure was likely induced by mechanical deformation leading to ductile overload. The possible root cause could be attributed by mechanical deformation leading to ductile overload. As per IFU¿109282, during insertion is important to use a calibrated probe, measure the width of the meniscal tissue to be repaired. Also, use a malleable graft retractor to protect the implants and suture from getting caught on soft tissue, including the fat pad, during insertion into the knee. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The complaint device was received and evaluated. Visual inspection reveled that the needle was returned in used condition, both plates were attached in the needle, they do not show structural anomalies, the needle was broken in two pieces, the sleeve was remaining in place. Rest of biological matter were found inside the needle and impregned in the suture. A manufacturing record evaluation was performed for the finished device number 9l11085 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The customer reported a broken needle prior to use, however, the evidence shows that the needle was used. A possible root cause for the broken needle can be attributed to a mechanical overload on the needle leading to a ductile fracture, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the needle on the omnispan meniscal repair system/27 degree device was broken off upon opening its package. Another device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.